Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the descending aorta using ruby coils and a non-penumbra microcatheter. During the procedure, the physician placed multiple ruby coils in the target vessel using the microcatheter. While attempting to advance another ruby coil through the microcatheter, the ruby coil would not advance and became stuck in the microcatheter. Subsequently, the physician attempted to remove the ruby coil; however, while retracting, the ruby coil unintentionally detached within the microcatheter. Therefore, the physician removed the microcatheter containing the detached ruby coil and the coil was flushed out. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.